Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent placement of repliform mesh on (B)(6) 2012 due to rectocele prolapse. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with colpocleisis, urethropexy, cystoscopy and perineorrhaphy due to vaginal vault prolapse post hysterectomy and urinary stress incontinence. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent diagnostic cystourethroscopy on (B)(6) 2011 due to uti and possible foreign body in bladder [as per procedure note: normal findings/pt. Prescribed antibiotic therapy prophylaxis]. It was reported that the patient underwent transvaginal urethrolysis on (B)(6) 2011 due to bladder outlet obstruction from previously placed sling. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urge incontinence and urinary urgency.